Event description:
It is reported that a customer received a button error alarm on an insulin pump. The pt's blood glucose level was unk. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer went the product back for analysis. No further info was provided.

Manufacturer narrative:
Findings: unit received intermittent button response due to corroded keypad traces. No button error alarm. Pump received with minor scratched display window. Unit received with cracked battery tube threads. Pump received with cracked reservoir tube lip.